Event description:
Device 2 of 2. Reference MFR report #1627487-2016-06234. The leads were repositioned on (B)(6) 2017 and the patient reportedly received effective coverage which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-06234. It was reported the patient was unable to increase the stimulation. The system was reprogrammed but the issue returned. Surgical intervention may be taken to address the issue.